Event description:
The pt is reportedly experiencing facial nerve paralysis with her internal device. The pt was treated with medication in the past; the medication was stopped due to the side effects. Advanced bionics is in the process of gathering more info, once more info becomes available a supplemental report will be submitted.